Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit turned off and turned back on by itself. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The remote service engineer (rse) checked the error logs and discovered errors 1101 and 3007. Per the v60 service manual, error 1101 indicates that the ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. The customer was informed that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The unit was run all day the next day and returned to service with no errors. The device passed the required performance verification tests per philips standards and was returned to service.